Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation initial reporter full name: (B)(6).

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) battery cannot check the status of the light 1 piece. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. Fse confirmed the issue reported by the customer. The fse replaced li-ion battery pack and cardiosave li-ion single btty transport. The machine can work normally. Ready to use.